Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and there was a blockage in the tubing. Customer changed the tubing and resumed insulin delivery. Customer blood glucose was 387 mg/dl. Customer reverted to an alternate method of insulin delivery.